Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that they kept pressing restart, but the pump kept alarming for an occlusion.